Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 257 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The customer did not have any test strips left that gave her the high control result, so no product will be returned.